Event description:
Reportedly, the defibrillator spontaneously charged by itself while the device was being used to monitor a pt. The operator immediately shut off power to the device. There were no adverse affects to the pt being monitored.